Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, wear abrasion, and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is no were observed openings on the device or issues related with the complaint.

Event description:
Patient reported left side "rash and swelling, possible rupture, pain, lumps/nodules." Additionally healthcare professional reported left side capsular contracture, baker grade iii. Patient also reported "lymph node issues, auto immune disorders, thyroid issues, brain fog, and fatigue"; these are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "rash and swelling, possible rupture, pain, lumps/nodules." Additionally healthcare professional reported left side capsular contracture, baker grade iii. Patient also reported "lymph node issues, auto immune disorders, thyroid issues, brain fog, and fatigue"; these are not device related. Device remains implanted.